Event description:
Pt facility in (B)(6) claims meter is reading high compared to lab results. No adverse event indicated but pt is insulin dependent. Reported results (mg/dl) are 259 meter and 137 lab, 219 meter and 102 lab, 496 meter and 264 lab, 523 meter and 340 lab.

Manufacturer narrative:
Based on potential for adverse event, complaint is reportable. Returned meter found to be in compliance and operating accurately. (B)(4).